Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found that it appeared to have failed during high stress or possibly under fatigue. This would have likely happened during mishandling or misuse. (B)(4).

Event description:
Patient underwent a procedure utilizing a speedpass disposable suture lariat on (B)(6) 2010. The surgeon attempted to use the suture lariat, but found that the nitinol wire lariat had fractured. Subsequently, the procedure was completed with a second suture lariat, but a delay of more than half an hour was incurred.